Event description:
The dentist reported that abutment screw fractured post restoration. Implant was removed.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The complaint was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Another implant had been placed.